Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6)implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the recharge antenna failed due to getting stuck on "checking the recharger". This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the pt's recharger (rtm) wasn't recharging the implanted neurostimulator (ins). Pt rep said every time they try to charge, it says the charge quality was not good, they reposition and said it's a constant struggle. Pt rep said when they wiggle the cord, the charging quality changes, and the cord gets warm when the pt is lying on it. Pt rep said this had been going on for almost a week and was progressively getting worse. Pt was not with the pt rep, and they did not have the equipment for further troubleshooting/to provide device serial numbers. Pt rep & pt called back regarding information as documented in this case and to troubleshoot the reported issue. Patient services (ps) had the pt reset the controller and unlock the controller; the controller battery was at 80% and the ins battery was at 60%. Ps had them inspect the equipment; pt stated that the rtm cord was getting really worn where the cord went into the paddle and that the cord was getting warm when trying to recharge the ins. Ps reviewed rtm replacement with the pt/pt rep. A replacement rtm was requested.